Event description:
Caller (customer's husband) reported that on (B)(6), 2014, shortly after 9:00 a.m., the customer experienced symptoms described as "sweating profusely" and "feeling weak and tired", and reportedly suffered a loss of consciousness. At approximately 9:06 a.m, a reading of 99 mg/dl was obtained on the adc blood glucose meter, followed by a reading of 118 mng/dl obtained at 9:25 a.m. Paramedics were called at approximately 10:00 a.m. And a reading of 23 mg/dl was obtained on the paramedic meter. Customer was reportedly diagnosed with hypoglycemia, treated with glucagon and "d5" (dextrose via intravenous infusion), and transported to a local hospital where she underwent blood work, had her heart and breathing monitored, and was put on oxygen. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.